Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Surgeon prepared for screw insertion by first implanting guide wire and then countersinking over the wire. Length of 15mm was measured. As surgeon performed final-tightening of the 2.0x15mm autofix headless compression screw, the screw head snapped off of the screw shaft. Because the distal threads of the screw had engaged the far cortex, and the shaft was not left proud, the surgeon opted for leaving the implant in the patient.

Manufacturer narrative:
The reported event that a cannulated low compression screw autofix ø2.0 x 15mm was alleged of breakage during surgery could be confirmed. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. Based on device inspection and product experience, the most likely root cause is attributable to a user related issue. These are some of the most plausible causes: excessive torque was applied during screwing; two screws were put in contact. Their collision led to implant breakage. The device inspection revealed the following: the only returned part is the screw head that snapped off from the screw shaft. As reported, the rest of the device remained implanted. The fragment presents an evident deformation in its most distal thread. The pattern of this damage indicates that this area underwent extreme stress during final screw tightening. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: ''applying excessive torque during screwing may cause damage to the screw head and screwdriver tip, which can lead to difficult screw extraction. Extensive bone damage may also be a result, requiring additional surgical measures such as supplementary surgery, change in surgical method and / or revision surgery [¿] note: pay attention to not put the two screws in contact. Two screws touching each other can lead to screw damage / failure due to excessive screwing torque and could generate unexpected metal fragments.'' [Original statement(s)] the instruction for use (v15138 rev b autofix non sterile lbl 0898) was reviewed: ''warning the use of an implant for tasks other than those for which it is intended may result in patient injury. [...] The operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon; the manufacturer is not responsible for any complications arising from incorrect diagnosis, choice of incorrect implant, incorrect operating techniques, the limitations of treatment methods or inadequate asepsis; the operating surgeon must be especially trained in orthopaedic surgery, biomechanical principles of the skeleton, and the relevant operating techniques.'' [Original statement(s)]. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon prepared for screw insertion by first implanting guide wire and then countersinking over the wire. Length of 15mm was measured. As surgeon performed final-tightening of the 2.0x15mm autofix headless compression screw, the screw head snapped off of the screw shaft. Because the distal threads of the screw had engaged the far cortex, and the shaft was not left proud, the surgeon opted for leaving the implant in the patient.